Event description:
Ous MDR - on (B)(6) 2014 the patient was taken to the hospital emergency where it was found the rv lead conductor had a fracture due to subclavian crush. Abnormal impedance of over 2500 ohm and pacing failure were also noted. The next day the lead was exchanged for a new lead. This lead was disposed of. As the patient is working a farm, the doctor advised him not to work too hard but he would not listen to his doctor's advice. The doctor thinks it was an accident that was waiting to happen.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.